Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered alert tones and that the patient felt a vibrating sensation when they entered their utility room. Review of device data by qualified personnel revealed that the triggered alerts were magnet tones. It was further reported that the device experienced electromagnetic interference, which caused the alert tones to trigger. The patient was advised to keep a safe distance from the machines in question. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.